Event description:
A consumer reports that four months following intraocular lens (iol) implant surgery, her vision became blurry and had a brown tint. Her surgeon told her it was due to scarring. One and a half years following the surgery, her vision is still "like looking through a dirty window". Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was requested 07/15/2008, 07/16/2008, 07/18/2008, 07/21/2008, 07/23/2008 and 08/04/2008 by phone. The consumer has not returned any calls or provided the name of the implanting surgeon.